Event description:
On (B)(6), 2010 the lay user/patient contacted lifescan to report the one touch ultralink meter was giving inaccurately high readings. The sr. Medical surveillance specialist was able to classify the complaint based on the information originally provided. On an unspecified date "six months ago" the patient was experiencing the symptoms of shaking and sweating. While symptomatic, the patient obtained the blood glucose readings of 425 mg/dl and 500 mg/dl on the reported meter. The patient tested her blood glucose level using another meter and obtained the readings of 43 mg/dl and 29 mg/dl. The patient administered self-treatment with food and/or a drink; she did not seek any medical attention. Earlier, the patient had taken her usual dose of 60 units apidra insulin using the pump. The meter, test strips and control solution were replaced. The patient did not suffer an adverse event due to the reported meter. The patient's symptoms began prior to the meter issue and there was no delay in treatment. However, as the meter readings did not correlate with the symptoms or treatment, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report; 510(k) # is k073231.

Manufacturer narrative:
The lay user/patient's products have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The test strips were also tested and the primary complaint was not confirmed. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
A customer reported a readings issue on their adc meter while using an affected test strip lot. There was no report of death, serious injury or mistreatment associated with this event.